Event description:
It was reported that the insulin pump buttons were unresponsive and alarmed button error. Customer's blood glucose was 344 mg/dl. Customer has not treated but feels fine to do troubleshooting. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Insulin pump received with no esc button response due to corroded keypad trace. No button error alarm noted during testing. No ramping numbers on their own or scrolling bar moving anomaly noted. Insulin pump received with minor scratched display window, cracked case at display window corners and racked reservoir tube lip.